Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported there was loss of stimulation/therapeutic effect and reprogramming was required as a result of the event. It was logged impedance testing and x rays were done for diagnostic testing and troubleshooting. It was noted the patient fell down two steps on the morning of report and since then had lost stimulation in their middle back. It was reported the impedance check on the day of report showed impedances within normal limits. It was noted that reprogramming was attempted to get stimulation in the mid back but was unsuccessful. It was logged the x ray results were not in as of the time of report. It was reported the patient status at the time of the report was alive with no injury. It was logged the patient symptom was a loss of stimulation in their mid back additional information received reported the patient's x-rays verified the leads had not moved since implant due to the patient's fall. Additional information received reported that the last time the manufacturer representative (rep) spoke with the patient she was receiving stimulation in her low back and wanted stimulation in her mid back. It was logged that the rep was going to attempt reprogramming the patient the week following report if the patient was available to meet. Additional information received reported the patient was able to get stimulation higher in her back, and was receiving effective relief.